Event description:
It was reported that the user experienced hyperglycemia while using the ilet after previously announcing meals but had stopped doing so and had considered a factory reset per trainer recommendation. A fingerstick confirmed blood glucose at 360 mg/dl with subsequent decline to 311 mg/dl after counseling and monitoring. Investigation included review of the event details on use behaviors. Investigation of this case revealed no confirmed device malfunction and a probable contributory factor of carbohydrate content and meal announcement behavior. Symptoms included feeling hot and anxious. Outcomes included no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause without evidence of device failure, and the user reported improvement following guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.